Manufacturer narrative:
Concomitant medical products: product ID c4tr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, high and rising thresholds and confirmed fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.